Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that there was a deliberate and malicious phrase was discovered printed as the serial number on a freestyle libre 3 plus sensor. The customer alleged that this was not a manufacturing defect but evidence of potential sabotage on the production line and could be a critical breach of labeling regulations, quality system controls, and patient trust. ¿the immediate physiological risk from the label itself may be low, the act of deliberate tampering indicates a severe breakdown in the controlled manufacturing environment¿. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; and was successful. The caregiver expressed dissatisfaction regarding the serial number on her father's sensors, which was listed as '0q4hrfuck¿ and confirmed that replacement device was received. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.